Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction a4: patient's weight has been updated.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the system was explanted.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000140064.

Event description:
It was reported that the patient's lead has high impedances and cannot go into MRI mode. Surgical intervention is pending to address this issue. The investigation did not determine which lead attributed to this issue.